Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2019 and suture was used. The needle broke during use. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information: concomitant medical products. H3 device evaluation summary: the actual device was received for evaluation. A fracture was observed at the tip of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. It was received for analysis forty-seven unopened samples of product code y426, lot mp6440. During the visual inspection of thirteen samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were as expected; also, the tip and body of the needles were examined no defects or needle breakage were observed. The sutures were dispensed without problems and examined along of the strand and no defect were observed. Also, the samples were tested by resistance test to needle and the needles met the requirements. Seven sealed boxes with thirty-six unopened samples each of product code y426, lot mp6440 were returned for analysis. As total 252 representative samples were returned. During the visual inspection of thirty-two unopened samples, no defects were found on the packages. The samples were opened and the swage and attachment area were noted to be as expected; also, the tip and body of the needles were examined under magnification and no defects, damage or needle breakage were found. Besides, the resistance test was performed and no issues or anomalies were noted. The manufacturing records were reviewed and the manufacturing/ packaging criteria were met prior to the release of this batch. Seven sealed boxes with thirty-six unopened samples each of product code y426, lot mp6440 were returned for analysis. As total 252 representative samples were returned. During the visual inspection of thirty-two unopened samples, no defects were found on the packages. The samples were opened and the swage and attachment area were noted to be as expected; also, the tip and body of the needles were examined under magnification and no defects, damage or needle breakage were found. Besides, the resistance test was performed and no issues or anomalies were noted. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch.